Event description:
A surgeon reported having two pts with unexpected postoperative refractions following intraocular lens (iol) implant surgery. The lens in this patient, was off axis. The pt has a yag laser procedure that yielded very little improvement in the patient's visual acuity. Additional info has been requested. There are two medical device reports associated with these events. This report is for the first pt.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 11/17/2008, 11/18/2008, and 12/01/2008 by phone, fax, and mail. A completed questionnaire has not been received.